Event description:
During the implant procedure, the medtronic catheter passer was used to tunnel the stimulation lead and breached the external jugular vein. Physician made two separate incisions allowing them to clip and cauterized the vein. This resolved the issue.